Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device was implanted in 2004, and revised in 2009, due to pitting of the articular surface and lack of bone ingrowth of the femoral component.